Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 'there was a filling issue. These are partial draw tubes with a draw volume of 2 ml maximum."

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 'there was a filling issue. These are partial draw tubes with a draw volume of 2 ml maximum."

Manufacturer narrative:
H6: investigation summary bd received 130 samples from the customer in support of this complaint. A random sampling of 10 customer sample tubes were functionally tested as all tubes were within specification limits. Additionally, 10 retention samples from the bd inventory were functionally tested and there was no issue underfill as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.